Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak during a ketamine infusion, dosage and rate not provided. The nurse responded to an unspecified alarm and noted the leaking. Upon opening the pump door he noted a separation of the pump segment from the upper fitment. The infusion was restarted using a new tubing and there was no harm to the patient.